Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was undersensing ventricular tachycardia (vt). The device was upgraded from ipg to implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.